Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow-up appointment the patient reported her sound quality with the device to be "scratchy" for the last 6 - 8 weeks. The patient also is currently suffering from allergies and reports a "fullness or stuffiness" in her ear.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported her sound quality with the device to be "scratchy" over the previous 6 - 8 weeks. She was also suffering from allergies and reported a "fullness or stuffiness" in her ear. There was no accident or trauma reported. Sentence test scores decreased. Re-mapping did not improve scores. The patient was re-implanted.